Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device foot control will not go over 120 psi. The device was not being used during surgery. It is unknown if there was injury or medical intervention. There was no additional information provided.